Manufacturer narrative:
H3. Device analysis for ins (B)(4) revealed the ins was returned with system error complaint (code:0x5d4bae06). When copying data from ens, the cp application replaces "/" character in the lead name with character "x", for instance, lead "3776/3876/3875", becomes "3776x3876x3875", which is an unsupported lead type within the cp application. During the next interrogation, cp app shows a system error because the application is unable to establish the lead type to proceed with lead impedance check. A factory reset was performed to clear the system error. After reset, communication to the ins was successful. The life (warranty) of the device was started with the inceptiv app a71400 (version 1.0.2763). The ins was able to communicate with a lab clinician tablet and interface with the inceptive app a71400 (version 1.0.2763). The ins passed functional testing and no issues were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: the previous report (3004209178-2025-01478) should have been checked the intervention required box in b.2. And the serious injury box in h.1. Imf/annex f code f12 has also been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the replacement of the ins was carried out on (B)(6) 2025 without any type of problem. The patient already receives the therapy correctly. It was also reported that at the time of the initial issue, they did not have any other reserve ins that could be used, and they were a patient who "urged to perform the intervention." Furthermore, it was anticipated that the problem would be resolved after implementation. Given the urgency of the pain in finishing the operating room, they proceeded to implant it and try to resolve it later. It was further noted that the event occurred with a new ins, with a new patient, not in a replacement. It was asked if it was typical for the clinicians to check impedance when connecting leads to the ins and the rep responded that "yes, impedances and correct connectivity between extensions and electrodes were checked. The situation towards the end of the surgery was complex because there were problems with the patient's general anesthesia, hence the rush to finish the procedure and not even being able to check impedances with the ins."

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they kept getting error: 0x5d4bae06. The problem occurred from the beginning when passing the information from wens to inceptiv. The apps and pds were updated, in fact have been able to read other inss without problem. Has also been restarted. The engineers reviewed the device logs and identified some issues with the ins based on the app log review. The ins will most likely need to be explanted, as the issue is not resolvable. Impedances were within normal range. It was noted that the incorrect leadmodel was selected. In this case, the legacy lead 3887/3891 was chosen, but and ankerstim lead was implanted; when implanting an ankerstim lead, the "other" option should be selected. The doctors, have not raised any objections, although the surgery to change the ins was not yet scheduled. It was further confirmed that the ins will be replaced on 2025-jan-28.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a71400 lot# serial# unknown, product type software h7: the remedial action was a notification only, but limitations of our complaint system require that recall is also selected in order to submit with h9 populated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it was not possible to communicate with the implanted neurostimulator (ins). It has been read with three different tablets, and none of them have been able to communicate with the ins. In addition, the device has been restarted after consulting with technical support. The device was read on multiple tablets the same day. The next morning an attempt was made to restart the device from the inceptiv app about device restart neurostimulators. It was also stated that error code 0x5d4bae06 occurred. No patient harm reported, the issue has not resolved. Additional information was received. Ins serial number, and software versions of apps provided. Regarding whether the patient had a heart valve (mentioned in the source document), the rep has not yet been able to obtain a response from the doctor. As discussed with technical service, the cause of the error has not been determined. The same day, (B)(6)2025, an attempt was made to read the ins with another tablet, without any result. The following day, (B)(6)2025, an attempt was made through the inceptiv app, about device reset neurostimulator(s) to reset the ins, without any solution either. However, the ins does appear to be linked to both the patient controller and the recharging system. Since then, the problem has not been resolved. Logs were provided.

Manufacturer narrative:
G2. Foreign: spain medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b1 updated to align with new info. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.